Manufacturer narrative:
Philips has investigated this complaint. The reported complaint was that the c-arm would continue to rotate slightly after the user had released the control. According to the additional information collected, the customer completed the coronary diagnostic procedure as planned. The remote service engineer (rse) analyzed the system remotely and identified that in addition to the reported issue, the system would also not stop during the transition from it's parking position to working position as expected. The philips field service engineer (fse) inspected the system and identified the rotation knob on the geometry module would stick when returning to the center position. The philips engineer replaced the geometry module. Following the replacement, the system returned to use in good working order. The geometry module was returned to philips for analysis, which confirmed the malfunction of the geometry module was due to a mother board failure. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the rotation button on the geometry module hangs or slowly returns to the center position. The device was in clinical use at the time of the event. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the geometry module replaced which resolved the issue. The device was returned to use in good working order.